Event description:
An ophthalmic surgeon reported that the tip of the probe was broken during surgery and a piece of broken dropped into the eye. The broken piece was removed by "clamp etc." There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Two lot numbers were identified with the complaint. No abnormalities that could have contributed to the complaint issue were found during the device history record review. The product was released according to the MFR's acceptance criteria. A root cause has not yet been determined. (B)(4).